Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room due to hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod on the abdomen for between 4 and 24 hours. Symptoms reported include high bg and feeling sick. The patient was treated with manual injections of novorapid insulin by a medical professional. The pod was worn during the ER visit and alarmed once the patient left the ER.